Event description:
It was reported that the pulse generator exhibited premature eri. On (B)(4) 2012, estimate longevity was 2.5 months at last check (B)(4) 2012 battery voltage was approximately 2.9 v. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found a lifted wire bond joint on the rf flex module. The lifted wire joint could result in the high current drain.